Event description:
It was reported that while opening the bd plastipak¿ luer-lok¿ syringe, the packaging tore and left paper shards in the sterile field. The following information was provided by the initial reporter, translated from french: "when the syringes are separated from each other, the packaging tears."

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2209101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, the sealing cord is observed to be properly formed. When attempting to separate the packages, two unit packages were difficult to separate, noting the pre-cut line is not complete. During the packaging process, once the blister is sealed, longitudinal cutters create the dotted line for separation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely due to an issue with the cutters not properly creating the pre-cut line.

Event description:
It was reported that while opening the bd plastipak¿ luer-lok¿ syringe, the packaging tore and left paper shards in the sterile field. The following information was provided by the initial reporter, translated from french: "when the syringes are separated from each other, the packaging tears."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.